Manufacturer narrative:
The evaluation was corrected. See corrected evaluation. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn, loose and out of axial alignment, which caused the device to fail for vibration. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted thus the device was not able to function. It was further determined that if a cutter was able to be inserted with this type of damage and the device was run, it would create heat, vibration, and/or noise from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn damaged bearings from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from germany that when in use, it was observed the attachment device was heating up more than normal. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.